Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 583279, model/catalog description: 583279, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted due to an unknown reason. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.